Event description:
Sales consultant reports: patient had a tfn of the hip procedure done. On (B)(6) 2012, the long tfn helical blade and nail were removed because the blade was cutting out of the femoral head. The patient was replaced with another companies devices, doing a total hip replacement. Devices were discarded by the hospital. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.

Event description:
Patient reportedly fell in (B)(6) 2010 and experienced a comminuted trochanteric fracture. Patient was implanted on (B)(6) 2010. On (B)(6) 2011 it was noted the blade cut out the femoral head. The family opted out of surgery dueto patient age. Severe pain caused the patient to be returned to the or on (B)(6) 2012 for removal of the nail and revision to bipolar hemi arthroplasty.

Manufacturer narrative:
This device is used for treatment, not diagnosis.